Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with its operating currents within specification. No low battery alerts, off no power anomaly or weak battery alerts noted. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to a faulty force sensor resistor.unable to perform excessive no delivery test or occlusion test due toprime anomaly. The following physical damage was noted: cracked case at display window corners, cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.

Event description:
The patient reported having high blood glucose for the past three weeks. The patient's blood glucose has been 252 mg/dl as well as 302 mg/dl. She mentioned that the battery compartment was cracked and that her device alarmed weak battery. During troubleshooting the insulin pump settings were correct. The alarms had been cleared as well; however, there were two past instances of off no power alarms. The insulin pump was returned for analysis due to the battery compartment damage.